Manufacturer narrative:
Section d9: corrected. Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis; however, the alarms were not reproduced during testing. The heartmate 3 system controller (serial number: (B)(6) was returned for analysis with the 11v backup battery (serial number: (B)(6) and log files were submitted for review. A review of the submitted (20250128_094238 & 20250210_110414) and downloaded (e2211010) log files contained data spanning approximately 13 days (B)(6) 2025 per the timestamps). The log files captured intermittent backup battery fault alarms from 18:27:37 on (B)(6) 2025 to 12:21:12 on (B)(6) 2025 and from 23:09:29 on (B)(6) 2025 until the end of the log files at 11:10:19 on (B)(6) 2025 due to the backup battery not passing the load test. The alarm intermittently cleared due to additional load tests being performed and reactivated each time due to the load test not passing. The alarm temporarily resolved due to the backup battery being exchanged at 12:21:12 on (B)(6) 2025; however, the alarm returned at 23:09:29 on (B)(6) 2025. The driveline was disconnected to exchange the system controller at 11:09:57 on (B)(6) 2025. There were no other notable alarms or events active. The pump maintained speed within the expected range throughout the log file while the driveline was connected. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, multiple load tests were performed and the backup battery passed each time without any issues. Additional provided information stated that the backup battery was replaced which temporarily resolved the alarms. The alarm later returned, and the system controller was exchanged which resolved the alarm. The root cause for the reported backup battery fault alarms could not be conclusively determined through analysis. A corrective and preventative action (CAPA) has been initiated to further investigate backup battery fault alarms on the system controller. The device history records were reviewed for the heartmate 3 system controller (serial number: (B)(6) and found to have passed all manufacturing and qa specifications before being shipped to the customer. The receiving and inspection documents for the emergency backup battery (serial number: (B)(6) were reviewed and found to have passed. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ addresses how to properly interpret all system alarms including backup battery fault alarms. Additionally, it outlines actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿caring for equipment¿ addresses how to properly maintain all components. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced an emergency backup battery (ebb) fault alarm which was not cleared by several self-tests. The patient went to the hospital for an ebb exchange. The events resolved with the replacement of ebb. The event log files confirmed the ebb fault alarm from (B)(6) 2025 until (B)(6) 2025. The ebb fault was due to the ebb failing the load test. The log files also confirmed that the ebb was reseated or replaced on (B)(6) 2025 at 12:21. The patient called over weekend of (B)(6) 2025 with more ebb fault alarms. The event log files captured intermittent ebb faults starting intermittently on (B)(6) 2025 and then more frequent starting (B)(6) 2025 and continued until the end of the data capture. It appeared the ebb failed the load test resulting in the faults. The system controller was exchanged and that resolved the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.